Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector p50 broke during use and was wasted. No serious injury or medical intervention was reported.

Event description:
It was reported that bd phaseal¿ protector p50 broke during use and was wasted. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Investigation conclusion: based on the limited investigation, a root cause could not be determined for the reported incident. Visual inspections, critical measurements, and functionality tests are performed throughout the manufacturing process to ensure product meets specifications.